Event description:
It was reported that during a ptca/stenting treatment procedure the maverick monorail balloon ruptured at 8 atms on the third inflation. (The number of atms reached on the initial two inflations is unknown). The pt was asymptomatic during this event. The lesion being treated was a calcified and 99% stenotic lesion in a tortuous proximal lad coronary artery. The maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.